Event description:
It was reported that the left ventricular (lv) lead displayed high thresholds during a device change out procedure. It was reported from a clinician that thresholds were chronically high. The lead was explanted and replaced. During the procedure it was also observed that the right atrial (ra) lead was unable to sense or pace and impedance measurements were high. The surgeon noted a visible fracture on the ra lead. The ra lead was explanted and replaced. It was noted that the lv and right ventricular (rv) leads were intentionally reversed in the header of the explanted device as well as replacement device as the patient had a history of complete heart block with no ventricular escape. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b, ipg implanted: (B)(6) 2009.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.